Manufacturer narrative:
The reported device was received for evaluation. There was a relationship found between the returned device and the reported incident. Visual inspection of the returned device noted the guide key in the connector is bent. Functional evaluation could not be performed due to the damaged connector. The complaint was confirmed. Factors which could have contributed to the event include improper installation into the control unit receptacle or attempting to install the footswitch to an incompatible control unit causing distortion or deformation to the guide key tab. This complaint investigation has concluded that the device has exceeded its recommended service life limit and has succumbed to expected wear and tear since the unit has been in service for almost 3 years.

Event description:
It was reported that the footswitch, dyonics power ii had buttons not working. No backup was available. No injuries or complications were reported as a result.